Event description:
The customer reported that following a delivery, where despite the ctg machine showing a fetal heart rate throughout the labor, the baby had expired upon delivery.

Manufacturer narrative:
The customer reported following a delivery where despite the ctg machine showing a fetal heart rate throughout the labor, the baby expired upon delivery, per this report and the associated service record. The fetal monitoring strips as noted by hospital staff revealed fetal tachycardia, a lack of decelerations and notations that the trace was suspicious at various times. The cause of the demise of the baby at birth is not known, however, cord or umbilical vessel compression during the birth process can occur. The available info supports that there is no known health risk for the pt or users. There is no indication that this was a malfunction or that the condition of the baby could be difficult to detect. Additionally, the available info from this report does not support that this failure represents a systemic, design, or labeling problem.